Manufacturer narrative:
Testing and investigation confirmed the arterial tubing was separated from the female luer and the probable cause was determined to be the uv adhesive which was not fully cured; thus, the defect was due to a manual manufacturing process error.

Event description:
The customer contact reported the safeset broke apart during a case; thus, there was patient involvement, but no reported harm or medical intervention. No additional information has been provided.